Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. Review of the patient's download data revealed that prior to passing, the patient experienced one inappropriate treatment from the lifevest. At 01:21:57, the patient received the treatment. The patient's rhythm at the time of the treatment was asystole with intermittent cardiac activity and CPR/motion artifact. The post-shock rhythm was obscured by CPR and motion artifact. Oversensing of cardiac signal and CPR/motion artifact contributed to the false detection. It was reported that resuscitation attempts were made by ems, and the patient was taken to the hospital where they passed away. There is no indication that the lifevest caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment delivery.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.